Manufacturer narrative:
Analysis of the ins (B)(4) found insignificant anomalies and reduced capacity due to over discharge. Analysis of the lead (B)(4) found all but #1 conductor were broken 15.0 cm from the distal end and conductor broken at the index anchor site. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} over discharge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} the ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead and no output was observed on all electrode pairs. Section d references the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted: (B)(6)2016- explanted:(B)(6) 2017 product type lead product ID 977a260 serial(b)4) implanted: (B)(6)2016 explanted:(B)(6) 2017- product type lead product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient¿s ins didn¿t work. The hcp reported that the patient didn¿t mention a medical symptom and had no additional information as to what ¿didn¿t work¿ meant. The hcp reported that the patient didn¿t bring their patient programmer (pp) because the ins didn¿t work. The hcp reported that they didn¿t know when this occurred but noted that they wanted to scan the lumbar spine on the day of the report. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.